Event description:
Received a call from patient's mother indicating her daughter was in the hospital due to high bg and presence of ketones. At this time, it is unknown if tandems device was in use at the time of event.

Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event information with no customer response.